Event description:
Tubing package was labeled with one catalog number but it contained the tubing from another catalog number. When the pt tried to run her tpn solution, the 0.22 micron filter would not allow the lipid solution to pass through the tubing. The tubing had to be replaced. The rptr stated that the pt may have had a tubing set with an 0.22 micron filter on hand from previous use.